Event description:
A high drain error 105 (night drain cycle five) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2011 10:25:13. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported issue of high drain volume error 105 (iipv-adult) was confirmed in the event history log review. The assignable cause was undetermined since there was not enough information available. If any additional information is received, a follow-up will be sent.